Event description:
It was reported an unspecified event and the customer reached out to the manufacturer inquiring about the restore feature of the device. No further information was provided at the time. Bd received additional information. It was reported that the event involved an infusion of heparin. Per report, the pump shutdown while moving it along with the patient. The nurse restarted the pump and used the restore function. However, the programming was allegedly different despite using same patient/same profile/same channel. The nurses were able to recognize the wrong configuration before administering the drug to the patient. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified event and the customer reached out to the manufacturer inquiring about the restore feature of the device. No further information was provided at the time. Bd received additional information. It was reported that the event involved an infusion of heparin. Per report, the pump shutdown while moving it along with the patient. The nurse restarted the pump and used the restore function. However, the programming was allegedly different despite using same patient/same profile/same channel. The nurses were able to recognize the wrong configuration before administering the drug to the patient. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-35557 is a concomitant. Please refer to manufacturer report number 2016493-2024-35545, which captured the correct suspect device per investigation report.